Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was in clinical use when the issue occurred, and the planned procedure was performed by the customer and the procedure was delayed 5 due to user having to restart the device. The philips field service engineer (fse) inspected the system on site and confirmed that geometry movements were not available. Review of the system log file showed that multiple collisions occurred along various axis of the frontal stand and it was noted that the current adjustments to the frontal stand require further evaluation. Upon troubleshooting, fse found that the frontal stand was causing inaccurate collision detection due to the absence of annual calibration. To resolve the issue, fse conducted all necessary calibrations for the frontal stand, including the bodyguard sensor and force detection calibrations. The system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the geometry movements were unavailable on the azurion system. No harm was reported to philips. Philips has started an investigation of this complaint.